Event description:
It was reported that the balloon ruptured after foley catheter was inserted to the patient. So, the doctor immediately reinserted the catheter. It was stated that there was an increased risk of infection and increased patient suffering. Per follow-up information received from ibc on 24-sep-2022, stated that there were no missing pieces of balloon. There was no infection and patient suffering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon ruptured after foley catheter was inserted to the patient. So, the doctor immediately reinserted the catheter. It was stated that there was an increased risk of infection and increased patient suffering. Per follow-up information received from ibc on 24-sep-2022, stated that there were no missing pieces of balloon. There was no infection and patient suffering.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/exposure to petroleum based products/mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.